Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 800mcg/ml baclofen at 365.25mcg/day and 4mg/ml dilaudid at an unknown dose per day via an implantable infusion pump for intractable spasticity and multiple sclerosis. The hcp reported that they have concerns that an inpatient at their facility is in acute baclofen withdrawal. The patient was brought to the emergency room with severe pain, crying, agitation, being emotional, and was hypertensive. It was reported that the patient was intubated at the time of the report. The hcp had not heard any alarms. The patient was seen by a different hcp a month prior and the hcp told them they would need the pump replaced soon and they got back more baclofen than expected at the refill. It was reported that the pump had not been interrogated. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the symptoms were due to an infection. It was reported that the issue was resolved. No further complications were anticipated/reported.